Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a 8.5 fr varipulse catheter, and afterward the patient experienced cerebral infarction. The information indicated that the physician reported that the evening of the day of the procedure (approximately 6 hours after the patient returned to the room.), the patient had a cerebral infarction, with progress of the reported a positive sequelae and mild motor dysfunction. The physician¿s assessment of the health problem was serious, and required prolongation of hospital stay. No abnormalities observed prior/during use of the product. The information received indicated that after the ablation completing the procedure, the patient left the room, and the patient complained of motor impairment in the evening and had difficulty moving her right leg. The following day, the patient¿s complained that the fingertips of the right hand were difficult to move but showed signs of improvement (it is planned to extend the hospitalization for rehabilitation). The event discovery was post use of bw products. Physician¿s opinion on the cause of this adverse event was that since the procedure was performed on a low-risk patient selected during the preoperative examination, and the cause could not be determined. There were comments indicating consideration of various possibilities, including product-related and workflow-related issues. The performed MRI (magnetic resonance imaging) revealed about three white shadows in cerebral blood vessel. One of them was larger in size. It could not be determined whether it was a thrombus or an air embolus. Preoperative examination showed no problem with blood vessels, and there was no medical history. The patient has two lesions treated with ablation. One catheter exchange reported for each location. Noted diagnosis for the cerebrovascular accident or other neurological events (including transient ischemic accidents), and cerebrovascular accident (cva)/stroke. Evidence of blood thrombus/clot noted as yes/no. No other observations such as intracardiac excessive microbubbles observed via ultrasound nor excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities. The number of ablations conducted was 20 times and the number of applications 59 times. Irrigation via the sheath was performed, and infusion pump set at 100 ml/h. The case was varipulse case. No evidence of char during the procedure. The medical team reported that there was ¿partially connect¿ occurred with trupulse generator. The image transmitted onto the remote monitor; however, the trupulse generator was impossible to operate. The issue occurred during booting up the trupulse generator. The reported issue could not be resolved by re-connecting the usb cable but was resolved by power-cycling. The MRI scan showed about three white spots in the cerebral blood vessels, and one of them was quite large. It was unclear whether it was a thrombus or air emboli. No reported intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. The patient-maintained sinus rhythm during the pulsed field ablation. The patient did not have any anatomical abnormalities.

Manufacturer narrative:
On 25-apr-2025, bwi received additional information regarding the event. The patient-maintained sinus rhythm during the procedure. The patient required extended hospitalization. No ablation was performed outside of the pvi (pulmonary vein isolation), and this ablation was for treatment of paroxysmal atrial fibrillation, and this was new procedure. The physician¿s opinion on the cause of this adverse event was unknown. The patient was low risk. Various possibilities can be considered, such as product-related or procedure-related, and it is currently not possible to identify the cause. When retrieving the long sheath (manufactured by abbott) that was inserted the rv catheter (placed only in the right atrium), a thrombus-like substance was visually confirmed on the tip of the long sheath. (The electrophysiology product was not inserted in the long sheath, so the causal relationship was unknown.). CT (computed tomography) scan was performed, and no abnormalities were observed regarding blood flow, and the blood vessels appeared clear. No thrombus was confirmed before the procedure. Form updates: -- section a includes the patient's age: 60 years. -- as a result of the thrombus-like substance being found, the h6 health effect - clinical code section now includes "thrombosis/thrombus (e0514)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 14-jul-2025, it was identified that the product return details were mistakenly omitted from the previously submitted supplemental report. The h6 type of investigation code to indicate the product was discarded was included. However, h11 details were omitted and are as follows: an analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 10-sep-2025, the product investigation was updated to include the following language: "an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available. Information." Furthermore, review on 1-oct-2025 found that the manufacturing record evaluation was in fact completed, but the initial report mistakenly stated that it was not. Here is the corrected statement: "a manufacturing record evaluation was performed for the finished device lot number 31536710l and no internal action related to the complaint was found during the review." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).